Event description:
Per information provided: on (B)(6) 2010- patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax meshes (device 1 and 2). On (B)(6) 2019- patient was diagnosed with bilateral recurrent inguinal hernia, thereby underwent laparoscopic repair with explant of 3dmax mesh (device 1). Per op notes, ¿in the left inguinal region, a direct hernia was identified with an overlying piece of mesh which was from the previous laparoscopic repair. The mesh was excised and the hernia was reduced and repaired by placing a synthetic mesh. In the contralateral side of the findings, a direct hernia was identified which doesnot involve any mesh, along with large indirect hernia. The hernia was dissected¿.

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2009) is considered to be a best estimate. This MDR represents the 3dmax mesh (device 2). Additional supplemental emdr was submitted to represent the 3dmax mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.